Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021 the customer reported that he/she was unable to pair the device with the minimed mobile app. Inserted a test p-cap into the retainer ring, and it locked in place properly. The device passed displacement and self tests. The device was paired with a google android phone. The device was able to connect and displayed a ¿pairing successful¿ message. No unexpected sensor errors or connection anomalies were noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump errors that could potentially trigger a critical pump error whatsoever. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of that he/she was unable to pair the device with the minimed mobile app was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they had connection issues with mm app. No harm requiring medical intervention was reported. The customer will discontinue to use the device.